Event description:
Patient had agility prosthetic ankle replacement surgery and is stating that their replacement ankle never fused. Now bottom part of their ankle is "sinking into" the bone it rests on.